Event description:
It was reported by end user that the right side caster tire came off the wheel on the tdxsp-mcg power chair. End user stated that she drove with no rubber on the tire. End user was given this chair via her uncle who passed away.